Manufacturer narrative:
(B)(4). A carefusion clinical specialist evaluated the unit and was unable to duplicate the reported issues. The ventilator was running for two hours with no issues. In the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the ventilator had an electrical burning smell coming out of it and the touch screen is freezing up. This ventilator was not on a patient when the incident occurred.